Event description:
It was reported that before a navio tka procedure, during routine pre-op handpiece test, they noticed scratches and metal shavings coming off the long attachment. Also, they were unable to determine if the tip of the long attachment was bent/damaged. No other complications were reported.

Manufacturer narrative:
The navio long attachment intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed the long attachment performance verification. The reported problem was not confirmed. The drill/long attachment was tested 60 seconds and no problems were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes "material fragmentation" and "damaged or broken component, functional - loose", "doesn't fit", "shedding, flaking" identified similar events. A relationship between the reported event and the device could not be established as there was no damage or problem found with the device during the visual and functional inspection. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. No containment or corrective actions are recommended at this time. Our reference number: (B)(4).